Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration / appears to be a traveling essure on the left side more than the right side'), oophorectomy ('oophorectomy') and pelvic pain ('persistent severe pelvic pain') in an adult female patient who had essure (batch no. (B62263, b02283) are not valid) inserted for female sterilization. The patient's concurrent conditions included uterine bleeding, psoriasis, ovarian cyst, urinary tract infection, menorrhagia and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy, right salpingectomy,left salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, oophorectomy, pelvic pain and perforation to be related to essure. The reporter commented: trailing coils: left- 03, right-04. Most recent follow-up information incorporated above includes: on 17-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered device dislocation, oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Oophorectomy added as an event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration"). The patient was treated with surgery (essure removal on (B)(6) 2019)/oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration / appears to be a traveling essure on the left side more than the right side'), oophorectomy ('oophorectomy') and pelvic pain ('persistent severe pelvic pain') in an adult female patient who had essure (batch no. B62263, b02283) inserted for female sterilization. The patient's concurrent conditions included uterine bleeding, psoriasis, ovarian cyst, urinary tract infection, menorrhagia and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy, right salpingectomy,left salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, oophorectomy, pelvic pain and perforation to be related to essure. The reporter commented: trailing coils. Left- 03. Right-04 . Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received. Lot number added. New event of persistent severe pelvic pain added. New reporters, plaintiffs information added. Concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.